Event description:
Patient with history of complex endometrial hyperplasia was admitted for a robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. The 10cc inflatable balloon, from vcare plus, medium (34mm) cervical cup, would not inflate when the surgeon tried to secure it in place. The vcare uterine manipulator was removed and another device used. No known harm to patient.